Event description:
An automated peritoneal dialysis (pd) patient experienced stomach problems, feeling sick with an infection and pain/pressure in their abdomen. The cause of the events was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. The patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Date of event: the events occurred on an unspecified date "the past 5 days". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.